Event description:
It was reported to gyrusacmi that during a procedure the needle tube slide holder of the hand piece broke in half while using on a pt. No pieces fell into the pt. No pt harm was reported.

Manufacturer narrative:
The device was returned in a clean state, visual inspection of the hand piece upon receipt found that the guide tube sub-assembly was on the outside the handle. This guide tube assembly is normally contained within the inside of the handle assembly. The handle halves were found to be in-tact still sonic welded together. The end of the guide tube support shows adhesive residue or residual sonic welding which may indicate that it was attached or assembled to the outside of the handle. When the handle halves are separated and the guide tube sub-assembly is mounted within the handle, the device operates as designed. There are no missing parts, all pieces are accounted for. A review of the mfg records for this lot does not show any discrepancy within the build. A review of the complaint data for the past 24 months does not show any other related type of complaint, this appears to be an isolated incident, we will monitor the data base for further occurrences.